Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical inc. (Isi) did not receive a sureform reload for failure analysis investigation. Isi did receive the sureform 60 stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The reported issue with the instrument could not be replicated nor confirmed. The instrument was fully functional. An advanced stapler log investigation revealed the following: logs show a sureform 60 stapler was installed on the system 6x and fired 6 reloads (2 blue, followed by 4 white). On installs 1, 2, and 4-6, all clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric sleeve surgical procedure, the sureform 60 stapler instrument with an unknown reload color's staple line bled. After a successful firing sequence, the fully formed staple line bled. A hemoclip was utilized to address the bleeding. The procedure was completed robotically with no further complications or errors. Postoperatively, the patient's hemoglobin dropped from 14 to 9; the surgeon relates the drop to a potential oozing of a staple line. The patient received an iron and vitamin k infusion, and additional hospitalization was required. The patient is recovering well.